Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign materials at insertion section" malfunction would likely be related to the reprocessing that was not conducted properly due to leakage from worn switch-cover packing. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the issue was due to insufficient cleaning. In addition, other issues found included: the insufflation did work. Due to wear of the switch cover packing, water tightness was lost. Due to wear of forceps elevator lever, the up / down knob could not be locked securely. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. The plastic distal end cover had a chip. In addition, the adhesive on the bending section had a scratch, and the universal cord also had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation that the connecting tube of the colonovideoscope exhibited foreign objects. There were no reports of patient involvement.